Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other four perclose proglide devices referenced are filed under separate medwatch reports.

Event description:
It was reported that suture placement in the heavily calcified common femoral artery was attempted with five proglide devices using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) abdominal aortic aneurysm (aaa)interventional procedure. Reportedly, cuff misses occurred with the first three proglide devices. The sutures of two new proglide devices were successfully pre-placed at 11 o'clock and 1 o'clock. The sheath was upsized to a 14f and the evar aaa procedure was completed. When knot advancement was attempted with both knots, it was noted that both the rail and non-rail ends had split in half. Knot advancement was unable to be performed. A surgical cut down, a simple widening of the nick and spread incision using forceps without cutting the vessel, was performed and hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.